Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 20 sep 2023, it was confirmed that the customer had a replacement touchscreen ordered, delivered, and replaced. The customer confirmed that the device was repaired and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint about the v60 ventilator indicating that there was a touchscreen malfunction. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the touchscreen would not calibrate. The top half of the touchscreen was not responding to touch. The customer requested the part information for a replacement touchscreen. The investigation is ongoing.